Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An accounts payable reported that an intraocular lens (iol) was explanted 5 years after implantation due to distorted vision and subluxation of lens. The lens was replaced with another lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Information was provided in the initial report that the (1.50cyl), 23.0 diopter lens was exchanged for an unspecified multifocal lens model due to a subluxation of the lens. Cause of subluxation was not provided. Follow up attempts were made. No further information has been provided. File will be reopened if new information is received. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).